Event description:
It was reported that during the implant procedure, there was difficulty with access and when the lead was examined it was noted that the ring was broken. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and it was noted that the helix/lobe was distorted/bent, the proximal conductor was distorted, and the outer insulation was kinked/buckled.